Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D6a: the implant date was estimated as (B)(6) 2017 as it was reported that the valve was implanted on an unknown date in the year 2017.

Event description:
It was reported that in 2017, a 21mm trifecta valve was implanted during an aortic valve replacement. On (B)(6) 2024, a 23mm navitor valve was implanted in a valve-in-valve procedure. The patient status was reported as stable.

Manufacturer narrative:
An event of unspecified functional issues was reported. Information from the field indicated that there was a valve in valve procedure performed and a valve was placed in the trifecta valve. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device serial number was not provided; therefore, the device history record and complaint history review could not be reviewed. Based on the information received, the cause of the reported incident could not be conclusively determined.